Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012, the patient presented with pre-op diagnosis of lumbar spondylosis , stenosis, disc herniation and deformity l2-s1, l4-5 , spondylolisthesis, intractable low back pain and lumbar radiculopathy. Per op-notes, "...bone morphogenetic protein was then wrapped cylindrically around bone graft extender and applied bilaterally overlying the decorticated regions from l2 through s1. .. The patient tolerated the procedure well...." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.